Event description:
It was reported the ipg had reached end of service approximately three weeks ago. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.